Event description:
The customer reported red blood cell (rbc) bath draining issues and less than five milliliters of sample and diluent fluid overflowed from the red blood cell (rbc) bath involving the coulter act 5diff autoloader (al). The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat, and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated the fluid overflow was discovered during patient samples analysis. No erroneous results were generated. Patient results were not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) discovered the red blood cell (rbc) bath did not drain. The fse noted the bath drain valve was wet from the differential bath, when the dry valve functions. The fse replaced the tubing throughout instrument and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).